Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the investigation is based solely on customers description of event since no product is returned and no imaging provided. According to description of event, the filter became disconnected from the introducer when sheath was retracted - the red hub was not loosened. Internal actions have previously been initiated to eliminate this type of event (filter pre-deployed from introducer). This product is manufactured prior to this action. It is possible, that, if the release knob got a shock during transportation the filter has loosened, but not disconnected immediately. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed with right jugular vein approach. When the physician attempted to deploy the filter after the sheath was retracted, the filter became disconnected from the delivery system without loosing the red hub. The filter was kept placing since it positioned in an appropriate site. Patient outcome: no adverse effect on the patient.